Event description:
Reference number (B)(4). Event occurred in the saudi arabia. It was reported that patient faced infusion set issue on (B)(6) 2026. The patient reported that the infusion set tape did not adhere on the first day of insertion. The insertion site was at the lower back. The patient also experienced pain at the insertion site. No further information available.